Event description:
Retained foreign body (6 french ansel sheath), right external iliac. When ansel sheath was being removed, it disengaged (broke off inside body). Connecting braided wire ribbon between the distal tip of the ansel sheath (which remained inside body) was externalized. This wire ribbon was snipped (externally). Sterile dressing was placed over site and pt proceeded to o.r. For emergent cut down of common femoral artery to remove retained sheath.